Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator went inoperative. There was no patient involvement.

Manufacturer narrative:
The manufacturer¿s international service technician could not duplicate the reported issue nor via the error log verify an abnormal shut down. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is no relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.